Manufacturer narrative:
Initial report sent to FDA on 1/11/2008.

Event description:
Procedure: lap ventral hernia repair. According to the reporter: the surgeon secured about half of the mesh with the absorbatack and had used about 13 tacks. Before he tacked down the mesh, he pulled out the trocar and closed the port site defect with suture. He then laid the mesh over that defect and tacked up the mesh. Because of the location of the defect, he had to tack close to or on that defect. The first tack deployed got stuck, half was in the mesh, half was in the tacker. He moved the instrument back and forth a bit and was able to remove the tacker from the mesh. It appeared as though the tack broke in half, part of it was still in the mesh. Half was in the gun. He fired the instrument outside of the pt and it was clearly jammed. The next tack loaded into place but it was half sticking out of the barrel. He fired it out, squeezed the handle again and the same thing happened, so he used the second instrument and everything was fine.